Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient's representative inquired how a catheter "crack" wasn't able to be seen on an x-ray done by the clinic's office. The caller stated that today at 5:30 am, the patient was supposed to get their 4th or 5th pump replacement, but stated that the neurosurgeon told them after making an incision that they found out "the catheter was bone dry and it had a leak in it - it was cracked". The patient's representative stated she hadn't been getting baclofen for some time. The neurosurgeon said that it had just been going into the tissue, so she basically was just getting a drop today. It was further reported that the patient was in baclofen withdrawal and they never knew. The patient's representative asked where in this process of having it filled and filled was it being filled for nothing. In may, the patient's representative stated that they did an x-ray and said the catheter was good. They said that they asked a nurse at the hcp's office why they didn't see this on imaging and the nurse said "we can't see that". The neurosurgeon called the hcp's office, who the caller stated told them to put in a new one and go to c5. The patient's representative further stated that the patient had paralytic scoliosis and had rods from the base of her neck to the base of her spine, so the neurosurgeon couldn't do that. They also stated that the patient had a traumatic brain injury (tbi), was nonverbal, a spastic quadriplegic and was very spastic in all 4 limbs. The caller stated that it was concerning that they didn't know this was happening and how much pain she may have been in this whole time. The caller stated they thought the clinic just did an image and didn't do a dye study. The caller stated the neurosurgeon left the catheter in due to it being in so much tissue, but took the old pump out. The caller further reported that they were having a meeting with them and the hcp to make a plan. The caller declined physician listings. Patient services redirected to the hcp and reviewed mdt resources for hcps.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: product type catheter product ID 8578 lot# n249161015 serial# implanted: (B)(6) 2010 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 22-jan-2006, UDI#: (B)(4) ; product ID: 8578, serial/lot #: (B)(6), ubd: 29-mar-2012, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that diagnostics/troubleshooting regarding the catheter leak/crack included on (B)(6) 2023, the hcp did a catheter access port (cap) and aspirated the side-port 2 ml of clear fluid and it was noted that the rn did a priming bolus. There was no imaging done on the side-port as eri was less than 7 months (routine). On (B)(6) 2023, a pump replacement was planned and the neurosurgeon disconnected the catheter from the old pump and the patency could not be confirmed by visualization of clear fluid flowing from the tubing. The tubing was brittle. Instrumentation noted "touhy" needle could not be introduced into the intrathecal (it) space without drilling through the fusion mass. The neurosurgeon spoke with the parent and a decision was made not to replace pump as the neurosurgeon said the patient would not go through withdrawal. Actions/interventions included the neurosurgeon noting that the catheter was brittle and the (B)(6) 2023 visit had no imaging. In terms of resolution of the catheter leak/crack, the hcp noted that there was none at this time. The patient went through withdrawal and was readmitted to the hospital. On (B)(6) 2023, the patient was noted to have slight pneumonia and was started on valium. The hcp spoke to the patient's mother last on october 30th. The patient was currently taking one valium 5 mg twice a day, baclofen 20 mg four times a day. The patient was also less spastic and doing better per the patient's mother. According to the hcp, the pump that was replaced was t hought to be discarded and the hcp noted to check with the rep that was present for what was done with the pump. It was also noted that the hcp recommended replacing the pump and catheter and the decision to not replace was made by the neurosurgeon and mom as they could not drill through the hardware and bone. The patient's weight was also provided.

Manufacturer narrative:
Continuation of d10: product ID 8709, lot#/serial# (B)(6), implanted: (B)(6) 2004, product type catheter. Product ID 8578, lot# n249161015, implanted: (B)(6) 2010, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-nov-06, additional information was received from the healthcare professional (hcp). The hcp reported that they had responded to an inquiry regarding the patient and noted that there was no imaging performed. However, the hcp reports one picture was taken, a fluoroscopy picture, but noted it was "not super clear". The patient's mother and hcp were saying they (they being "pmr") should have been able to see on their pictures that the catheter was brittle and non-functioning. The image would be shown to the mother at their next visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the actions/interventions taken to resolve the catheter/leak crack was fully occluded intrathecal catheter found during or (operating room) for replacement. Fusion mass along lumbar region obstructing replacement of catheter. The patient¿s parents didn¿t wish to consent to a ¿lami¿ and preferred discontinuation of intrathecal therapy. The catheter leak/crack did not resolve. The baclofen pump was removed.